Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump making sound that customer never heard from insulin pump. Customer stated that the sound was like amber alert that phone makes. Customer's current blood glucose was not given. Insulin pump will not be return for analysis.